Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure it was observed that the fiber was firing in two directions, from the tip and on the side. A new fiber was used to complete the procedure. There were no patient complications.